Event description:
Procedure performed: abdominal histerectomy. Event description: additional information provided by distributor qa coordinator on 16oct2025: I am confirm it¿s cff71. The event occurred during treatment. No particles were observed. One broken fragment was observed. The bend/break was identified during insertion. The trocar was inserted, rotating alternately clockwise and counterclockwise. Yes there was difficulty during insertion. Patient status: the patient is in recovery with no complications.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a damaged obturator tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: abdominal hysterectomy. Event description: additional information provided by distributor qa coordinator on 16oct2025: I am confirm it¿s cff71. The event occurred during treatment. No particles were observed. One broken fragment was observed. The bend/break was identified during insertion. The trocar was inserted, rotating alternately clockwise and counterclockwise. Yes, there was difficulty during insertion. Patient status: the patient is in recovery with no complications.